Event description:
It was reported that during the device check in the emergency room, a lead warning was noted. It was also reported that the right ventricular (rv) lead had a polarity switch and there was a high threshold in both bipolar and unipolar polarity. Also, the patient had pocket stimulation when pacing in unipolar polarity. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.